Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated that they had an issue with their previous cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted due to normal battery depletion. An attempt to obtain additional information was made but not successful. No adverse patient effects were reported.